Event description:
On (B)(6) 2022, the complainant provided leica biosystems with the following information, "over processed tissues. Pathologists experienced an issue with multiple small tissue biopsies appearing as "fried". Because of this, 16 cases were compromised to the point of pathologists being unable to make a diagnosis, even after attempts to rehydrate and reprocess the tissues." On (B)(6) 2022, leica biosystems received information that the tissue sample(s) from 22 patient cases, which had been processed using either peloris ll tissue processor serial number (B)(4) or peloris ll tissue processor serial number (B)(4) had been compromised. Patient identifier information was provided for the 22 patients involved. On (B)(6) 2022, leica biosystems confirmed that the complainant was not able to identify the serial number of the specific peloris ll tissue processor used to process the 22 affected patient tissue samples. Refer to importer MDR numbers: 1423337-2022-00028 to 1423337-2022-00045 and 1423337-2022-00047 to 1423337-2022-00049 for specific details of the other patients involved.